Manufacturer narrative:
An event of one leaflet dislodged after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could be related to oversizing, given that the procedure was successfully completed with a smaller valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent mechanical heart valve was selected for an implanted. During the procedure. The holder handle was fully inserted into the orifice at a 90 degree angle. During implant, one of the leaflet dislodged after implant and was recovered from the patient. The valve in a closed position when it was rotated and when the leaflet dislodged. Device was explanted and replace with a non-abbott device. There was 15 minutes delay for replacement procedures, no adverse event consequences, the patient remain hemodynamically stable, throughout the procedure. Patient stable.